Event description:
On (B)(6) 2009, the sales representative reported that a pathfinder rod caliper ii was noted to be missing a pin. The representative is not sure whether the pin was dislodged during surgery or the washing process afterward. This malfunction has been associated with an adverse event in the past. There was no surgical delay or harm to the pt.

Manufacturer narrative:
Inspection of the intraocular lens (iol) showed the lens met all manufacturing specifications including diopter. Our investigation did not reveal any causative factor in the manufacturing process related to the nature of this complaint and the cause remains unknown.

Event description:
Lens was removed and replaced without complication, due to the patient's complaint of dysphotopsia.

Manufacturer narrative:
The intraocular lens was not received for analysis. The lens met all manufacturing specifications prior to release. While we are unable to definitively determine the cause of this adverse event, we do not suspect that it is manufacturing related.